Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with iris burn during a laser assisted cataract procedure. The surgeon noted that there was visible movement under suction. Add'l information requested.